Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Our investigation of the complained extraction pliers showed a broken solder joint on the shaft of the root is broken. We are unable to determine the exact cause of this damage. It is possible the sterilization process or a mechanical overload led to the damage. No product fault could be detected. Placeholder.

Event description:
A hospital in (B)(6) reported the weld seam came off. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.